Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a vasospasm. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a farawave 31 mm - ous was selected for use. There were a total of 75 pulmonary veins isolation (pvi) and cavotricuspid isthmus (cti) applications (with 10 flower applications on cti). Before cti, 1mg of risordan was administered (no spams reported at this stage of the procedure). After the procedure, when ablation finished the physician observed an abnormal electrocardiogram (ECG), indicating vasospasms. For all EKG leads, it was observed an st segment elevation. Due to the vasospasms a total of 12mg of risordan was administered before seeing an improvement in the EKG. The patient complication is contributed to the cti ablation with 10 applications in flower. The patient was not hospitalized due to the complication. The patient is expected to fully recover from the event. The device is not expected to return due to it being lost.